Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The review of system log file shows multiple logs of network connection lost (host->geo). Upon functional testing, the fse found that the two-mouse connected to usb extender at the same time. The philips engineer removed the second mouse as only one should be connected for operating the system. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.